Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. The customer also reported a motor position encoder error alarm. The insulin pump could not be rewound during the troubleshoot. The customer did not recall any significant events leading to the problem. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.